Manufacturer narrative:
One opened phaco tip in a wrench, in a bag was received. Sample was visually inspected and found to be nonconforming, broken at cone to transition area. Breakage is very jagged and wall thickness is very uneven. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A functional thread check test was performed on the threads and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to an uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a manufacturing issue created at the machining process for the phaco tips. The complaint evaluation could not confirm the tip felt loose, the thread check was performed and was also found to be conforming. The root cause cannot be determined from this evaluation as the threads were conforming. An investigation has been completed initiated in order to investigate the root cause of the uneven wall thickness of the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that phaco tip felt loose, when the sleeve was removed nurse noticed that the tip was broken. It was in two parts before the surgery. The surgery was completed after replacing the another phaco tip. There was no patient harm.